Event description:
It was reported that the thermogard xp console did not cool the patient. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Manufacturer narrative:
The thermogard console in complaint was evaluated at the customer's site. Investigation results as follows: visual inspection of the system found no damages. A review of the event log was performed and found no errors or anomalies. Initial functional testing of the system was performed and no errors or anomalies were noted. No parts were replaced to remedy the customer's reported complaint. In conclusion, the customer's reported complaint that the system did not cool a patient was not confirmed as review of the event log and initial functional testing of the system found no errors or anomalies. As no problem was found with the system, the root cause of the reported complaint could potentially be due to user error.